Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. In 2014, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), infection ("frequent infections"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), migraine ("excessive migraine headaches"), abdominal distension ("abdominal bloating") and alopecia ("excessive hair loss"). The patient was treated with surgery (fallopian tubes and essure coils removed). Essure was withdrawn. At the time of the report, the pelvic pain, infection, pelvic discomfort, menorrhagia, abdominal pain, dyspareunia, migraine, abdominal distension and alopecia outcome was unknown. The reporter considered pelvic pain, infection, pelvic discomfort, menorrhagia, abdominal pain, dyspareunia, migraine, abdominal distension and alopecia to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Company causality comment: this spontaneous legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain ("chronic pelvic pain"). Fallopian tubes and essure coils were removed. Pelvic pain is serious due to medical importance and anticipated according to reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. After essure insertion, pelvic pain may occur within consumer under essure use. Due to nature of chronic pelvic pain, lack of alternative explanation, and based on the positive temporal relationship, causality between essure use and these events cannot be excluded. This case was regarded as incident since device removal was required. Additionally, non-serious events were also reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("frequent infections"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), migraine ("excessive migraine headaches"), abdominal distension ("abdominal bloating") and alopecia ("excessive hair loss"). The patient was treated with surgery (fallopian tubes and essure coils removed). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, infection, pelvic discomfort, menorrhagia, abdominal pain, dyspareunia, migraine, abdominal distension and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dyspareunia, infection, menorrhagia, migraine, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 19-apr-2017: quality safety evaluation of product technical complaint. Company causality comment: this spontaneous legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain ("chronic pelvic pain"). Fallopian tubes and essure coils were removed. Pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. After essure insertion, pelvic pain may occur within consumer under essure use. Due to nature of chronic pelvic pain, lack of alternative explanation, and based on the positive temporal relationship, causality between essure use and these events cannot be excluded. This case was regarded as incident since device removal was required. Additionally, non-serious events were also reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.